Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot, the receiver was perpetually rebooting. The receiver log download and functional testing were unable to be performed due to the receiver perpetually rebooting. The receiver case was opened and the internal inspection passed. The battery was removed and replaced, it still failed to turn on due to perpetual rebooting. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.